Manufacturer narrative:
Device evaluation: lens was returned in a case/vial. Visual inspection found the haptic torn and broken. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.5/124 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The cause of the event is listed as unknown. The problem is noted as not resolved. Reference MFR report# 2023826-2019-00928 for case continuation.